Event description:
It was reported that this non-boston scientific reservoir had eroded through the bladder, when the patient presented with hematuria. During the removal and repair of the bladder the physician determined the existence of the current inflatable penile prosthesis (ipp) device to be at a significant risk for infection. The physician opted to remove the ipp and place a malleable device. There were no patient complications reported.